Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer noticed the date on the screen was not showing. Blood glucose level at the time of the incident was 73 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. Pump has to reset time/date and received unexpected restart error alarm after changing battery due to voltage leak on interface board.